Event description:
It was reported that the pen needle 32gx4mm was unable to deliver medication. The following information was provided by the initial reporter: the claim product received by the customer was blocked in the use process. The uralin injection pen was used, and the needle was not reused.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: lot#9309122 DHR was reviewed and no qn found. Manufacture records were reviewed. No abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Base on investigation above, the certain cause cannot be concluded at the moment.